Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued the ilet system and sought return due to blood glucose fluctuations, including a documented high glucose event with a peak of 400 mg/dl and device alerts for levels above 300 mg/dl for more than 90 minutes. Symptoms included headache and thirst. Outcomes included no use of backup therapy, no ketone testing, and no need for medical intervention or assistance. Investigation included complaint intake, review of user-reported event details, and troubleshooting and education provided prior to return approval. Investigation of this case revealed a user-reported hyperglycemia event with unclear cause, without evidence of device malfunction or component failure identified through available information. It was concluded that the cause was undetermined.